Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 4076 implantable pacing lead 2009 (B)(6); 6935 implantable tachy lead 2009 (B)(6).

Event description:
It was reported that the left ventricular (lv) lead had pulled back into the atrium. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analysis found no anomalies.